Event description:
The patient was undergoing a medical procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, a non-penumbra sheath (6f), non-penumbra coils, and liquid embolic agents. During the procedure, the physician successfully placed four or five coils in the target location. Upon removal of the microcatheter and benchmark, the physician found that the benchmark had fractured mid-shaft. It was noted that the fractured segment of the benchmark was within the aorta. The physician used a snare device to successfully retrieve the fractured segment of the benchmark from the patient. The procedure was considered completed. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Evaluation of the returned benchmark 6f 071 delivery catheter (benchmark) confirmed a catheter fracture. It was reported that the fracture occurred during removal of the benchmark from the procedure. If the benchmark is retracted against resistance during use, damage such as this may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed multiple kinks, ovalization, and stretching on the catheter shaft. This damage was incidental to the reported complaint. The damage likely occurred while snaring, handling post-procedure, or packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.